Event description:
It was reported that on (B)(6) 2022, the patient underwent a bhp surgery for femoral neck fracture. On (B)(6) dislocation occurred. On (B)(6) 2022, the patient will undergo a revision surgery. The cause of dislocation is contracture. The surgeon judged that there was no problem in tension at the time of the initial surgery, but the neck length of the stem was actually short, and tension was insufficient. No further information is available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.